Event description:
It was reported that a patient had severe leg pain due to bad placement of the s1 screws and therefore underwent a ¿revision of a stabilization at l3-s1, switched the s1 screws to iliac screws so that it became a l3-iliac fixation. It was reported that during surgery, it was not possible to fix the set screws into the screws. The set screws wouldn¿t fit well into the screws as well as into the connectors. During the surgery, the surgeon slipped with the screw driver from the screw and pierce through the abdomen and the set screw stayed in the abdomen. After the spine surgery was finished they turned the patient and turned it to pull the screw out of the abdomen. The patient is stable now. Due to the complication with the screw driver, the patient has abdominal pain.¿

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.